Event description:
The procedure was dvt mechanical thrombolysis of right femoral and iliac veins. The access was through the right popliteal. The proximal balloon burst during the second inflation for second infusion. No injury to the patient reported.

Manufacturer narrative:
A DHR review was performed on product code (B)(4), lot# 551588, which was manufactured in november 2012 and the expiration date is november 2014. This lot was 100% visually inspected with no defects detected. Additional information has been requested. Should it become available, a supplemental report will be submitted.